Event description:
(B)(4) - no serious injury alleged. Malfunction alleged. Provider states right motor noisy. According to end user, the right side motor is making a very loud clicking sound and jerks the mid wheel when she attempts to drive the chair. Worked fine when it was first delivered. Started acting up this past weekend. MDR filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.